Event description:
The customer reported via phone call that his blood glucose was in the 200 mg/dl range. He changed the set and ran a 0.5 bolus but no drops came out. He changed the set and treated with a manual bolus and blood glucose rose to 412 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime and no bent cannulas were found. Time, date, basal rates and bolus wizard are set up correctly. The high pressure test was not performed as the customer did not have a tubing clamp. He changed the set again and treated with manual injection. Current blood glucose was 96 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.